Event description:
A surgical tech reported that an intraocular lens (iol) was exchanged. The replacement lens was a toric iol. Additional info has been requested.

Manufacturer narrative:
Evaluation summary - the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Attempts have been made to obtain additional info on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been received. Additional info was provided in a follow up phone call on (B)(6) 2012. (B)(4).